Event description:
It was reported that there a delivery anomaly with the insulin pump. The customer's mother stated that for the three days prior to this report, the customer had been experiencing low blood glucose levels, with symptoms such as confusion and the inability to follow simple commands. The customer's mother also stated that the customer's doctor had corrected the basal rates on the insulin pump a month before the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.